Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21jan2014. The review was performed from the date of manufacture to the present date 12jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was returned for service which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had broken/damaged and plunger force won't calibrate, damaged unit. There was no patient involvement.